Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: breast pain, rupture. Date of explantation: (B)(6), 2023. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 29-year-old caucasian female patient underwent a primary breast augmentation surgery with implantation of a 415cc mentor memorygel xtra breast implant prosthesis. Post-operatively, the patient experienced left breast pain and observed a dent on the left breast. Computerized tomography imaging was conducted which indicated a ruptured left breast implant. As a result, the patient is scheduled for removal on (B)(6), 2023.

Manufacturer narrative:
On september 11, 2023, mentor received the following additional information. It was reported that the patient sustained a fall which resulted in the ruptured left breast implant. Additionally, the patient was also diagnosed with bilateral, lateral breast implant displacement. As a result, the patient underwent bilateral pocket revisions. The left breast implant was removed and replaced with a 415cc mentor memorygel xtra breast implant, and the right breast implant was removed and re-implanted on (B)(6) 2023. As an event was reported for the contralateral side, another file was generated to document the event. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2023-11380 for the contralateral event. Reason for device explant and/or reoperation: device migration. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 04, 2023, the mentor analysis lab received the suspect medical device and an evaluation was completed. Mentor conducted a visual inspection and microscopic examination of the device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured. In addition, the implant was received in three (3) parts and incomplete. Microscopic examination was performed, and the cause of the tear could not be identified. The evaluation determined that the possible cause of the rupture is the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).